Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. The patient was revised because of unrelieved, significant pain, and inability to walk. On (12/13/2016) pfs and medical records reviewed for MDR reportability. Alleges a great deal of pain, discomfort, with extremely limited mobility. Revised for pain. Revising surgeon stated history of multiple previous surgeries on this hip, related to multiple dislocations and an infection. Noted specifically that after prior revision surgeries to treat infection, that patient continued to experience pain and have significant shortening of the lower extremity as "slowly the leg turned to be external rotation deformity" resulting in loss of balance and being confined to the use of motorized wheelchair. Patient had experienced some proximal femur bone loss as well. Intraoperative report indicated removal of heterotopic ossification, arthrolysis of left hip capsule, and removal of broken trochanteric cables and loose constrained liner locking ring (ring found loose around neck of stem; liner was left in place in cup). Stated that the hip could not be dislocated intraoperatively, no internal rotation possible, because the stem was "placed in such an extreme amount of anteversion". It is reasonable to assume that the malpositioned stem and impingement are the source od the patient's pain. Surgeon also stated removal of soft tissues and bony portions around acetabulum to remove source of posterior impingement. Surgeon indicated procedure took 20% longer than usual due to patient's previous incision and scar tissue, as well as extreme obesity. Identified patient harms pain, discomfort, poor joint mechanics-leg length discrepancy and other (for heterotopic ossification), and product harms disassociation (liner) and malposition (stem).